Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a setscrew problem whereby the right atrial (ra) lead could not be secured after right atrial (ra) lead was repositioned. The ipg was removed and replaced. No patient complications have been reported as a result of this event.